Event description:
The reporter received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta) procedure, the physician gained lesion access with a guidewire and advanced the savvy balloon. After pulling back the guidewire for angiography, the savvy balloon was observed to be in a collateral vessel. The physician attempted to withdraw the balloon without re-inserting the guidewire. The physician experienced significant resistance/friction and was unable to pull back the balloon at all. Additional force was applied and the balloon split off in the vessel. A snare device was used to retrieve the remaining pieces of the balloon from the patient successfully. The balloon was never inflated, but after removal from the patient, the balloon was split off along the circumference similar to a radial burst. A competitors balloon was used to complete the procedure successfully. There was no reported patient injury.

Manufacturer narrative:
The target lesion was the right below the knee. The access was from behind the knee. The target lesion was reported to be: heavily calcified, mildly tortuous, and a 100% stenosis. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional info will be submitted within 30 days upon receipt.